Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt had the pump removed due to infection. The pt's spouse also reported the pump will not be replaced. No symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.